Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that during impella cp support, the female patient pulled the impella out of the ventricle. Repositioning was not possible which lead to the pump being explanted. A new pump was placed. There was no patient harm reported.

Manufacturer narrative:
The investigation for the positioning issue has been completed. The cp pump was returned and was visually inspected. No canula kink observed. No catheter kink observed. No abnormality found. The cause of the positioning issue was use related due to improper technique as the patient pulled the impella out and was unable to reposition. D4-corrected model number h6 impact code 4627 changed to 4629.